Event description:
Implant date: 2/22/06. It was reported that "two screws at caudal side was broken at the point of the beginning of the thread". A revision surgery has not taken place at this time. It is unk if fusion has occurred. There have been no reported symptoms with the pt.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.